Event description:
It was reported the patient was having trouble with their therapy for the last few days. The patient noticed the implantable neurostimulator (ins) turned itself off the morning of the report, but they thought it happened on saturday and sunday. The patient left therapy on 24/7 and they were not sure why it turned itself off. The patient charged every sunday, but they forgot to charge the day prior to this report. The patient knew the ins had a charge and that it wasn¿t run down as the ins held a charge for 2 weeks. The patient¿s hip and leg had been bothering them since wednesday/thursday and they thought the therapy may have been off since then, but they were not sure. The patient was not at home at the time of the report and he did not have external equipment to check therapy status. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).